Event description:
It was reported that the collimator on the 9900 closed down and the system locked up during a case. Also, the mag mode switched and there was noise when orbiting from ap to lateral. The 9900 system had to be rebooted and the procedure was completed without further incident. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure was verified. The fluoro functions board and brake assemble were replaced during the service call. The system was tested and found to be working as intended and put back into service.